Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during the index procedure on a patient enrolled in the rage clinical trial, the procedure was successful with complete obliteration/occlusion of an anterior communicating artery aneurysm; however, a cool loop was noted during the procedure. The patient was graded on the raymond scale as class I. The patient was reported to be neurologically stable and was given 81mg aspirin daily for one (1) week.